Event description:
While trying to take out trial stem. The hook end of the modified extraction tool broke. Tried a second time with another device, and the same problem occurred. Forty minute delay.

Manufacturer narrative:
Eval in progress.